Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy effluent. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient was treated with cefazolin and ceftazidime (intraperitoneal, dose, frequency and duration were not reported) for peritonitis and was retrained on proper aseptic techniques. Three days after the event onset, antibiotic treatment with cefazolin and ceftazidime were discontinued and the patient began treatment with vancomycin (1.5 gram, intraperitoneal, frequency and duration were not reported) for peritonitis. Twenty days after the event onset, treatment with vancomycin was discontinued. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.